Event description:
The customer observed false nonreactive alinity I syphilis tp result generated on the alinity I processing module for a patient which was inconsistent with tppa result. The sample was recentrifuged and repeated which generated a reactive result. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): initial alinity I syphilis tp result = 0.89 s/co (nonreactive) repeat result post re-centrifugation = 1.12 s/co (reactive) tppa result = positive colloidal gold test strip result = negative no impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, alinity I syphilis tp, list number 07p60-74, that has a similar product distributed in the us, list number 07p60-21 / 31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. An in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 57415be01 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. An in-house testing of retained reagent kits of the complaint lot was performed. All specifications were met and no false non-reactive results were obtained, indicating that the lot generates the expected results. Based on this investigation, no systemic issue or deficiency was identified for the alinity I syphilis tp reagent, lot number 57415be01.

Event description:
The customer observed false nonreactive alinity I syphilis tp result generated on the alinity I processing module for a patient which was inconsistent with tppa result. The sample was recentrifuged and repeated which generated a reactive result. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): initial alinity I syphilis tp result = 0.89 s/co (nonreactive). Repeat result post re-centrifugation = 1.12 s/co (reactive). Tppa result = positive. Colloidal gold test strip result = negative. No impact to patient management was reported.